Manufacturer narrative:
Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the monopolar curved scissors (mcs) instrument that was installed on arm 3 had non-intuitive motion. There were no errors observed in the log. The customer was advised to reinstall the sterile adapter along with the instrument or move it to another arm. The issue persisted after reseating the sterile adapter. The site was preparing to use a back-up instrument. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The monopolar curved scissors (mcs) instrument had non-intuitive motion observed with arm 3 during procedure. There was no interference according to the customer. The instrument did move in the intended direction. The customer replaced the instrument to resolve the reported issue. The procedure was completed robotically with no patient harm.